Manufacturer narrative:
Received: 26/feb/2025. We received a customer complaint regarding (peri-incisional blistering). Lot#: wo60585. Received 03/march/2025. We have received multiple complaints regarding an issue with the product from lot number: wo60585. After reviewing the cases, we found that the complaints are consistent in nature, and all are linked to the same lot. To streamline the investigation, I have updated the investigation form to include all relevant complaint numbers for this lot. Investigation: 3 previous complaints for blistering have been received since 2020 and were deemed non-reportable. Following a review of product labelling and risk management files it was deemed no further actions were necessary. The product had been manufactured and sterilised in line with internal and customer specifications. All required testing had been completed and passed all requirements. Sample received for evaluation on 24th march 2025 and are under review.

Event description:
We received a customer complaint regarding (msc97414 - peri-incisional blistering). Lot#: wo60585. Quantity reported - 2 boxes. Optifoam gentle post-op ag[?] Silicone faced foam & border 4in x 14in dressings complaint details: originally, these medline dressings had been suggested to us as an alternative to the mepilex and smith and nephew versions, which were out of stock. After using the medline dressings the past few weeks, the pas have noticed an increase in peri-incisional blistering at post-op visits. Additionally, the or mentioned they do not adhere as well as the mepilex and smith and nephew versions." 3/mar/2025, we have received multiple complaints regarding an issue with the product from lot number: wo60585. After reviewing the cases, we found that the complaints are consistent in nature, and all are linked to the same lot. Additional information: 25th mar 2025. Complaint: (B)(4): according to the customer, patients were experiencing "peri-incisional blistering" that was discovered at a "physical therapy session when the physical therapist removed the postoperative dressing" following a "knee arthroplasty". The customer reported due to the reported issue "some patients were prescribed oral prophylactic antibiotics and topical silvadene". The customer reported one of the patients were referred to a "plastic surgeon for consultation after serial monitoring". According to the customer "one patient is awaiting consultation with plastics" and the "remaining patients with noted peri-incisional blistering are currently healing uneventfully". The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.